Manufacturer narrative:
(B)(4). The field service representative (fsr) stated that the reservoir was more round than flat. The customer is not returning the yellow alert level sensor. Per data log analysis, the complaint indicates the issue occurred on (B)(6) 2016, but the log indicates no case was run on that date. On (B)(6) 2016 at 14:53:01 a perfusion screen is opened. The perfusion screen is left open until (B)(6) 2016 (likely incident date). At 07:08 both the alert and alarm probes are coupled. At 7:10:14, level detection is turned on and a level alert + alarm occur. Both level alert and alarm clear within 31 seconds. At 7:21:29 the alarm probe starts reporting uncoupled/coupled many times. This is likely the reported issue as it will cause level not attached alerts. This indicates a problem with the level probe coupling to the reservoir. The problem started only 13 minutes after the probes were attached to the reservoir.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the yellow (alert) ultrasonic level sensor/detector was falsely alarming. The level sensor was not changed out. They shut off the sensor and finished the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. As per clinical review on october 7, 2016: the certified clinical perfusionists (ccp) used a medtronic fusion oxygenator, which has a rounded shape. They have had intermittent issues with coupling of the level sensors, as this reservoir does not have a flat surface. They also tend to place the sensor pads on the very front of the reservoir at very low levels (ie. Alert = 150 ml and alarm = 75 ml). This area is one of the most round sections of the reservoir and the sensors are close to resting on a label. This can lead to sensor not attached alert messages. They at times can get re-coupling, and other times complete the case without level sensing. The perfusionists were asked to consider placing the sensors higher (near 200 - 400 ml) which allows for side mounting on a less round surface. The case was completed successfully, without delay and without associated blood loss. The user elected to finish the case, without level sensing. There was no harm observed.

Manufacturer narrative:
The reported complaint was confirmed. Per field service representative (fsr), customer replaced level sensor onsite and no parts will be returned to the manufacturer for evaluation. Replacement of the product will not solve issue of being placed on a curved surface, the customer has been made aware of this as explained in the clinical review. Suggested to customer to place the level sensor on a different area of the reservoir. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.